Event description:
It was reported that while testing the unit, it displayed an e-2 error message. Further, no adverse consequences were reported.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.